Event description:
Boston scientific received information that this implantable international cardioverter defibrillator (ICD) triggered a latitude red. Alert to be declared due to a high out of range shock. Impedance measurement. The right ventricular lead is a competitor lead. All other measurements are normal and within range. The pacing system remains implanted with no programming changes. No adverse patient effects were reported. No other details provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).